Event description:
Patient was revised to address femur fracture and subsidence of stem. It was reported that she had fallen at her nursing home.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.